Event description:
It was reported that the patient presented to the emergency room with fatigue and the right atrial (ra) lead exhibited a chronic impedance lead warning that suggested a potential insulation issue. The lead remains in use. No further patient complications have been reported as a result of this event.